Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure of a totally occluded obtuse marginal following successful stent deployment, the stent delivery system was exchanged for another company's balloon catheter. The guide wire was inadvertently passed through the distal struts necessitating recrossing the newly deployed multi-link stent. The post dilatation balloon catheter was removed against resistance. Upon removal it was noted that the stent was dislodged and on the balloon catheter. A dissection of the proximal left anterior descending was successfully treated with a hp multi-link stent as was the lesion. Reportedly, the final result was good and no other pt complications occurred.